Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that burr became stuck in the lesion. A 1.75mm rotalink¿ plus was selected for use. During procedure, it was noted that burr was stuck on the target lesion. The burr catheter sheath was cut and a unspecified microcatheter was used along with forceps to retrieve the stuck burr. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.